Manufacturer narrative:
These events occurred on unspecified dates in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon reservoir of small volume folfusors ruptured. This was reported to have occurred with an unspecified quantity of units of this lot. These events occurred while filling the folfusors before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured (B)(4) 2017 ¿ (B)(4) 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection verified the reported issue of ruptured bladder. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.